Manufacturer narrative:
This complaint is related to complaint reported under mfg report # 8010762-2018-00185 ( lot 70114704) maquet (B)(4) requested the product in question on (B)(6) 2018. Information received on (B)(6) 2018 that the product is not available for investigation, therefore no laboratory investigation could be performed by the manufacturer. To determine a probable root cause is not possible at this time. Additionally we received a statement from the territory manager on (B)(6) 2018: "I was told that none of the oxygenators are available to return but I will confirm that today. Last time I spoke with marit she mentioned to me that they think the medtronic cannulas were responsible for the clotting issues and they sent those back to medtronic for analysis." Based on this information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the customer: received a call from the chief perfusionist at children's hospital that they had four patients that had clotting problems and they are not sure what to attribute this issue to. (B)(6) mentioned he is following up with all companies that had product associated with those cases. He asked all the companies involved if they have made any changes to their product lately because they have not had issues like this previously. According to the territory manager, clotting was on in-and outlet side of oxygenator. Three oxygenators reported. One with lot #70114704- reported as medwatch mfg report #8010762-2018-00185 and two devices with lot #70121445 are under this report. No harm to the patient was reported. All three oxygentators are scrapped. (B)(4).